Manufacturer narrative:
A cardioquip customer requested hpc testing due to discoloration in their device's tubing. The device received test results outside of cardioquip specifications. Since then, the customer has decided to do an internal water pathway to return the device to specification.

Event description:
A cardioquip (cq) customer submitted hpc tests to cq for evaluation of water quality. Hpc test results outside of cq specifications for water quality were received, indicating device contamination.